Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported balloon rupture.

Event description:
It was reported the procedure was to treat a lesion with mild tortuosity and moderate calcification in the mid right coronary artery (rca). The trek balloon catheter was advanced without resistance to the target lesion; however, during inflation the balloon would not inflate over 2 atmospheres (atm), and the indeflator started to drop pressure. The device was withdrawn from the patients anatomy without any issues. Another device was used with the same indeflator successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.